Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. The stent was returned detached from the balloon. The stent was bent and mangled throughout its length. The balloon appeared to have been previously inflated. The balloon was observed under microscope magnification and the stent crimp impression was visible, indicating that the stent was crimped on the balloon at the manufacturing site. No anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed without issues. No additional testing could be performed as the stent was returned detached from the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, angioplasty was performed for a stenosis at the takeoff of the inferior mesenteric artery, occlusion of the superior rectal artery can be confirmed. Also, a vascular stent was not identified in the inferior mesenteric artery. Conclusion: the device was returned. The investigation is confirmed for a detachment of the stent and inconclusive for dislodgement, as the stent was returned detached from the balloon. Per the reported event details, the balloon was inflated within a severely calcified lesion, so patient factors may have contributed to the reported event. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully; during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit; the stent cannot be re-positioned after it is fully deployed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon expandable stent allegedly dislodged to the proximal end of the balloon as it was being inserted into the valve of the 8fr introducer sheath. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon expandable stent allegedly dislodged to the proximal end of the balloon as it was being inserted into the valve of the 8fr introducer sheath. There was no reported patient injury.